Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file number: (B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The report suggests that a leak was identified near the drip chamber during an infusion. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional information provided.